Event description:
Pt's father contacted dexcom technical support on (B)(6) 2011 to report inaccurate cgm readings. Pt had become unconscious on three different occasions due to hypoglycemic episodes and pt's father had to treat pt with glucagon. Pt's father reports that cgm was not alerting pt of extreme lows. During one of these episodes, bg was measured at 21 mg/dl while the receiver was reading in the 100's mg/dl. During other episodes, pt's father reported that cgm was reading 111 mg/dl, 149 mg/dl and 200 mg/dl when pt was experiencing a hypoglycemic episode (bg unknown). Pt was doing fine at the time of her father's call to dexcom technical support. This is MDR 3 of 3 for the complaint. See mdrs #3004753838-2011-00196 and 00197 for reports 1 and 2 of 3, respectively.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.